Event description:
Event description guidant received information that this right atrial (ra) pacing lead had no capture and an out-of-range impedance measurement. A fracture was suspected. As a result, an invasive procedure was performed at which time a fracture was noted. During this procedure, the left ventricular (lv) lead was damaged. Both the ra and lv leads were successfully replaced and returned to guidant for analysis.